Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula measured less than 6 millimeters and appeared to have the distal tip ripped off. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours on the arm. As treatment, a new pod was applied.